Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of necrotizing granulomatous inflammatory foreign tissue reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of granuloma and necrosis: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine in the jawline depressions beside the chin and marionette lines as well as juvéderm¿ voluma¿ with lidocaine (no issues with this injection) in the malar prominences. About 6 months later, the patient developed a "prominent 2.5cm mass in the right side of [their] jaw along the jawline." The healthcare professional reviewed the patient and considered the event to be a "major ha granuloma formation." About 2 months later, the patient had the mass excised and a histology of the mass "confirmed to be a necrotizing granulomatous inflammatory foreign tissue reaction, positive for hyaluronic acid." The healthcare professional noted that it was "quite unsettling and distressing" while the patient was quite upset about the events. The excision required a "prominent 3 cm incision on the lower jawline to accommodate the excision of the mass which was directly down onto bone."

Manufacturer narrative:
The event of thickening is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Additional information: it was noted that the 3 cm incision to the right mandibular jaw to excise initial mass would "leave a permanent scar." While the new granuloma the patient had developed 'started to regress again, with no surgical intervention, or injectable intervention." On the last review of the patient, the patient had a "minor 1 cm thickening." Patient was advised to not have surgery or any cortisone injection to the area and will continue to monitor the patient's progress.

Event description:
Additional information: patient was reviewed again by the healthcare professional a few weeks later. Patient has started to developed "a substantial granuloma on the opposite side of the chin, that is the left side" but the "granuloma is not as large." The healthcare professional has noted that the area is "too large an area to respond to cortisone injection, and will require another formal excision." The new granulomas is located "very close the mandibularis branch" of the patient's facial nerve. The healthcare professional was previously able to excise the granuloma on the right side without injuring the nerve.